Manufacturer narrative:
The device was returned for analysis. The reported ¿needle plunger could not be pushed down¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, it was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a left heart catherization with intravascular ultrasound (ivus) using a 6f sheath hole. The proglide needle plunger could not be pushed down. The device was removed without incident. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Additionally another user facility medwatch report (#mw5103187) was received: event description: perclose inserted plunger part a did not engage. Removed without incident. FDA safety report ID# (B)(4).

Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. User facility voluntary FDA submission report (patient identifier (B)(6) .

Event description:
A voluntary FDA submission report (patient identifier (B)(6) was received reporting: "describe event, problem or product use/medication error: perclose inserted plunger part a did not engage. Removed without incident." No additional information was provided regarding the device issue.